Event description:
It has been reported to philips that after start up, fluorosesopy didn't work. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event, however the issue occurred prior to the patient diagnosis procedure. The philips service engineer inspected the system onsite and analyzed the system log file. No errors were found in the log file. Analysis of the log file confirmed that the user pressed the footswitch for fluoroscopy but released the footswitch prior to starting x-ray. Based on the information provided from the customer, the issue was a result of a user error. The device was confirmed to be operating per specifications and in good working order. At the time this complaint was received, philips did not have enough information to exclude a device malfunction with the potential for a serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.